Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: unknown. Event description: clip blocked. Intervention: unknown patient status: no clinical impact to the patient indicated.

Event description:
Name of procedure: unknown. Event description: clip blocked. Intervention: unknown. Patient status: no clinical impact to the patient indicated.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.